Event description:
Customer reported the device saw attachment becomes very hot when operated. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the device required service. Maintenance was conducted and device returned to customer on (B)(4) 2013. The complaint is indeterminate. Placeholder.